Manufacturer narrative:
The t:slim pump user guide states that the t:slim pump should be taken off and removed from the procedure room during an x-ray, computed tomography (CT) scan, magnetic resonance imaging (MRI), or other exposure to radiation. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was wearing the pump during multiple radiation treatments. During the most recent treatment, a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose (bg) level was 140 (mg/dl). During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.